Event description:
It was reported that the plastic packaging split when removing the bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: "the customer states that the posiflush 10ml saline pre filled syringe being flush taken out of daily pack and plastic packaging split.".

Manufacturer narrative:
Investigation summary a device history record review was completed for provided lot number 0279285. The review did reveal one detected non-conformance during the production process related to package damage. However, it was an intermittent issue that was resolved at the time of occurrence and a 100% inspection was performed following the resolution. As samples were unavailable for return, the reported defect could not be observed and therefore, the exact cause could not be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic packaging split when removing the bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: "the customer states that the posiflush 10ml saline pre filled syringe being flush taken out of daily pack and plastic packaging split."